Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for lot ab8071u18 was reviewed and the product was produced according to product specifications. A field action was initiated on 07-feb-2018 (product advisory notice was sent to all potentially impacted customers). All information reasonably known as of 02 nov 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Avanos medical inc. Received a single report that referenced at least three different incidences, which were associated with separate devices, involving and unknown number of patients. This is the second of three reports. Refer to 8030647-2018-00637 for the first report; refer to 8030647-2018-00639 for the third report. It was reported that the kit breaks away from the ventilator circuit. Per additional information received on 19 oct 2018, the patient information is not available. The closed suction catheter system was replaced with a new one. There is no event date, but the events occurred over the "last two weeks." No further information provided.